Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse verified probe alignments, acid/base pump operations, inspected washes and wash station and performed wet wash wetwater and dry tests. No conclusion can be drawn. The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A false (B)(6) advia centaur troponin ultra result was obtained by the customer on a patient heparinized plasma sample and the result was questioned by the nurse. The laboratory performed repeat testing on the original sample and the patient's serum sample and the results were (B)(6). Repeat testing was performed on samples stored for more than ten hours at room temperature. There was no known report of adverse health consequences due to the discordant troponin ultra result.